Manufacturer narrative:
The rf-ii reagent expiration date was not provided. The c502 module serial number was (B)(6). The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient's sample tested with rheumatoid factors ii (rf-ii) assay on a cobas 8000 cobas c502 analyzer. Initial result: 6.11 iu/ml. The patient questioned the result. The sample was then repeated. Repeat result: 116 iu/ml.

Manufacturer narrative:
The issue was resolved after cleaning the sample probe. Per the product labeling, the cleaning of the sample probe is a customer maintenance that should be performed daily. The investigation did not identify a product problem. The cause was consistent with a user maintenance issue (sample probe cleaning).